Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube and aligned the collimator. System operates as intended.

Event description:
Customer reported, the system would not produce images and displayed an error message. No pt injury was reported.